Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ catheter opened during storage. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ catheter opened during storage. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one photo was received and evaluated. Open seal was observed from the blister package in the photo. However, the samples shown in the photo are belong to 22ga insyte family which is not from the reported batch. The reported batch belong to 18ga insyte family. 1 actual (unused) sample was returned for investigation. The sample was not decontaminated. Opened seal was observed on the sample. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, and thus showed that the sealing process was completed in the manufacturing facility.the complaint is confirmed and product is out of specification. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area and thus showed that the sealing process was completed in the manufacturing facility. Hence, no assignable root cause. There was a change in the top web material during jul 2017. The reported batch was produced before the material change. Device history record was reviewed and no quality notification was raised for similar nonconformance.